Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the leak was determined to be a hole in the patient extension line. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a disposable patient line extension line. This occurred while the patient was in last fill. The caregiver stated there was a pinhole in the extension line about 6 inches down from the catheter. The extension line was discarded. The patient will contact their peritoneal dialysis nurse for further instructions. There was no patient injury or medical intervention associated with this event. No additional information is available.